Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device farfield oversensing on the left ventricular (lv) channel. The health care professional (hcp) had called in asking if there was loss of capture (loc). Technical services (ts) reviewed and stated that there was no loc, however there was oversensing on the lv from the atrium. This caused lv pacing to be inhibited. Technical services (ts) recommended to consider programming options. This device remains in service. No adverse patient effects were reported.